Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the overpouch of a chemotherapy set was found torn. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, the packaging was observed torn by the edges of the roller clamp, which was not placed horizontally as per product specifications. The reported condition was verified. The cause was determined to be human error; excessive force applied on the set when loading them into carton boxes. The sets are composed of parts with sharp edges; mainly in this case roller clamp, which is not placed horizontally that can puncture the packaging. Conduct training was put in place to mitigate the risk of future occurrences. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.